Event description:
Information was received that a smiths medical portex anaesthesia breathing circuit, single-use during procedures the bushing and the bag coming disconnected, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one picture and one sample consisting of one breathing bag (part number c45091795d-nl, l/n unknown) in used condition without original packaging were returned for analysis. Visual inspection showed the sample tape was not correctly placed on the bushing and breathing bag. A review of manufacturing processes and training records was performed. It was verified that procedures in the assembly process, training on assembly operations and quality check process were being properly followed and no discrepancies were found. The investigation determined a possible, but unconfirmed, source to be that production personnel did not detect the incorrect assembly of the tape. Subsequently production personnel were trained to ensure operators could detect any incorrect assembly of tape on the breathing bags. The complaint allegation was confirmed; however, the problem source could not be identified.